Event description:
Reporter indicated that pt was seen in emergency room for respiratory distress and was in a coma. The pt was intubated and placed on a ventilator. Investigation to date has been unable to determine whether the event was related to the vns therapy or system.